Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient thought there was no low alert when their phone was muted. The date of issue is an approximation. No additional event or patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient's phone was muted. Labeling indicates: if your smart device is muted or on do not disturb, you will not get any sound prompts.